Event description:
--

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in pacing threshold measurements. Micro-dislodgement was suspected. It was also reported that the patient had an infection, so the entire pacing system was explanted. During the procedure, this ra lead was difficult to remove from the patient¿s body. The suture sleeve was withdrawn without releasing the sutures, as the sleeve was under the greater pectoral muscle. Therefore, the tip of the lead had become stuck within the sleeve. The lead was successfully removed with no additional adverse patient effects.

Manufacturer narrative:
--

Manufacturer narrative:
The explanted products are not intended to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.